Event description:
It was reported that prior to an unspecified da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 was experiencing repeated system errors. The system was in an inoperable state resulting in the site rearranging their surgical schedule to accommodate the procedure being completed on another dv system. The procedure was aborted to another dv system with no patient injury reported.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the error on universal surgical manipulator (usm) 3, and the usm was replaced to correct the reported problem. The replacement usm3 and system were tested and verified as ready for use. The universal surgical manipulator (usm) 3 was returned for failure analysis (fa), and the reported system error was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where it failed node check. First, the rolling loop fiber was bypassed and the axes controller, carriage logic (accl) board was replaced but this did not fix the issue. After the axes controller, carriage power (accp) board was replaced the missing node error was no longer triggered.